Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer technical advocate (cta) was contacted with regard to low cbc results generated on the cell-dyn 3700 analyzer for one pt. The customer questioned the low results and in particular, a hgb result of 2.05 g/dl. The customer stated they were having sample peristaltic pump tubing (ppt) failures and replaced the tubing. The pt specimen was retested and generated expected higher results across all parameters, with a hgb value of 13.7 g/dl. The initial low results were to reported and there was no impact to pt management.